Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, >2500 ohms bipolar lead impedance was observed after an initial reading of 508 ohms. Impedances also varied as low as <200 ohms, and intermittent undersensing was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received